Event description:
Additional follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the entire system was explanted to address the issue. Reportedly, the company representative was not present for the case.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the emergency room (ER) due to pain at their ipg site. Reportedly, a CT scan was performed to address the issue. In turn, the patient was admitted overnight and released the following day. The CT scan revealed no anomalies. However, the issue persisted. Subsequently, an MRI was performed yielding normal results. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the pocket and ipg was relocated to the left flank area.